Manufacturer narrative:
One opened probe was received, without a tip protector, in a tray. At the time of receipt, the probe needle was observed to be bent. The sample was visually inspected and found to be nonconforming with the probe needle broken at the port, and the probe needle bent, confirming the received condition. The degree of wear could not be determined due to inner cutter broke while trying to extract from the bent needle. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe needle was broken at the port. The exact root cause for the broken tip cannot be determined from this evaluation. An internal investigation has been completed and action has been implemented to reduce the frequency of broken tips. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will continue to be reviewed and closely monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported the cutter broke during a vitrectomy procedure. The broken pieces of cutter were removed during the same procedure. There was no patient harm.